Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of won't auto-restart during downstream occlusion test through the history log, but could not reproduce it during eval. Eval found that when a downstream occlusion was induced and then removed, the device would auto-restart as designed. The unit was calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing it was found that a spectrum pump did not auto-restart after a downstream occlusion alarm. There was no pt involvement.